Event description:
The following information was reported by aci sales representative: "balloon ruptured, could not be deployed."

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a diagonal tear on the balloon, approximately 4 mm from the balloon proximal tip. The review of the lhr (lot f1324002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.